Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered the morning after treatment was completed and during tx complete - step 9 remove cassette as the patient removed the cassette. Fluid was found inside of the cassette door and in the pump module area and on the external of the cassette. The cassette door was also reportedly leaking. The cycler also prompted with multiple m31 air detected in cassette alarms during the treatment and fluid was not seen during treatment. The film on the back of the cassette was not loose. The patient was connected during the incident. The patient knew how to perform manuals and stated they were to revert to manuals to complete treatment. The patient was advised not to use the cycler until the next day treatment and to follow-up with the peritoneal dialysis registered nurse (pdrn) regarding treatment. The patient was advised to call back if any issues with the cycler were encountered. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered the morning after treatment was completed and during tx complete - step 9 remove cassette as the patient removed the cassette. Fluid was found inside of the cassette door and in the pump module area and on the external of the cassette. The cassette door was also reportedly leaking. The cycler also prompted with multiple m31 air detected in cassette alarms during the treatment and fluid was not seen during treatment. The film on the back of the cassette was not loose. The patient was connected during the incident. The patient knew how to perform manuals and stated they were to revert to manuals to complete treatment. The patient was advised not to use the cycler until the next day treatment and to follow-up with the peritoneal dialysis registered nurse (pdrn) regarding treatment. The patient was advised to call back if any issues with the cycler were encountered. Additional information was requested but was not received to date.